Manufacturer narrative:
Product was visually inspected upon return and customer assessment was confirmed. The handle latch appeared to be loosen which may create some difficulty for surgeon to hold the instrument on the screw tulip. The spring effect is no longer sufficient enough to hold tension. This is a known issue and a CAPA has been opened.

Event description:
It was reported that, "the clamp that holds the persuader closed is loose and does not stay locked."